Manufacturer narrative:
(B)(4).

Event description:
An aneurx stent graft system was implanted in a patient for the endovascular treatment of a 50 mm diameter abdominal aortic aneurysm. It was reported that the CT scan showed that the aneurx stent graft migrated and is 2.5 cm below the renal arteries. Currently, the neck is 30 mm in diameter proximally, 32 mm and 38 mm distally over a length of 3.5 mm. Although, the aneurysm was much smaller at implant (about 4.7 cm maximum diameter), there was migration present at that time as well. The physician was not aware of this as the study was done at another facility. Currently, there is little or no neck below the renal arteries to enable a good endovascular outcome. The patient will be monitored by the physician. No clinical sequelae were reported and the patient is fine.

Manufacturer narrative:
(B)(4).

Event description:
Additional information received for this case. It was reported that patient had a surgically converted. The anuerx stent graft system was explanted and a 20mm dacron graft was sewn in. The patient was reportedly doing fine.